Event description:
Instrument-lag screw driver stryker reference 1320-0020 broke during procedure. Small tip of metal broke off and remains in the dhs implant.

Manufacturer narrative:
The device was discarded by the hospital. If additional information is received it will be reported in a supplemental report.